Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested positive twice with quickvue sars otc and later tested negative with another rapid antigen test the next day. No additional confirmatory testing had been completed. An additional consumer event was communicated which is captured on a separate report.